Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's right eye (od). The lens was explanted in 2013 due to endophthalmitis. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The patient experienced acute elevated iop with headache, ocular pain, vomiting, photophobia, and iris prolapse. This led to wound or corneal abscess which consequently led to endophthalmitis. The eye developed phtisis bulbi and has undergone ocular prosthesis. The lens was explanted on (B)(6) 2013. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Work order search: no similar complaints were reported for units within the same lot. Patient code: (B)(6) - photophobia. Patient code: (B)(6) - corneal abscess. Patient code: (B)(6)- iris prolapse. Patient code: (B)(6)- phtisis bulbi. Corrected data: (B)(4). Claim # (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No (other): lens not returned. (B)(4). Other text : lens not returned.